Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The consolidated ventilator interface board was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a ventilator failure during the preoperative checkout. There was no report of patient involvement.